Event description:
A healthcare facility in (B)(6) reported that the inspiratory and expiratory limbs of an rt266 infant breathing circuits were disconnecting from the y-piece. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 circuit and an mr290 chamber from the circuit kit were returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint rt266 circuit was pressure tested and visually inspected. The mr290 chamber was visually inspected. Results: visual inspection of the rt266 circuit revealed a crack on the swivel wye piece, where the inspiratory limb was fitted. The expiratory limb was discolored near the patient end. The pressure test of the rt266 circuit revealed the circuit performed within specification. The connection of the swivel elbow and the swivel wye was tight and it was able to rotate smoothly. Visual inspection of the mr290 chamber revealed a crack near the chamber base. Secretion was also found within the chamber. A lot check revealed 1 other complaint of this type for lot number 120515. Conclusion: the cause of the observed damage to the rt266 circuit and mr290 chamber was determined to be physical damage. Every mr290 chamber is pressure tested to 200 cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. The rt266 breathing circuit is pressure and flow tested during production. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt266 device state the following: "check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The rt266 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt266 device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the inspiratory and expiratory limbs of an rt266 infant breathing circuits were disconnecting from the y-piece. No patient consequence was reported.